Event description:
Pt discharged from hosp 6/26/97. Equipment co delivered semi-electric bed on 6/29/97. On setup, bed was operating correctly. During night bed would not elevate head. No call to equipment co. Family moved pt to flat bed. Pt had fluid built up and was taken to ER with shortness of breath. Admitted 6/27/97 with diagnosis of congestive heart failure due to bed malfunction per physician. Dme notified. Bed replaced on 6/27/97.